Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual inspection of the as returned product identified a fractured collar, as well as dried blood and bone around the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 18 and was used for approximately 1 year 7 months. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (63767162). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63767162) for similar events and no other complaints were identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsv4b10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided. Initial reporter name, email address, fax number: not provided.

Event description:
It was reported that an implant (tsv4b10) was removed due to fracture at tooth location 18.